Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the instrument broke. The event date and location are unknown.

Manufacturer narrative:
The persona tibia articular surface provisional tasp was returned with the complaint for review. Visual inspection confirmed that the tasp fractured on the medial and anterior side of the post. All pieces were returned. Gouges and nicks were also noticed on the medial side of the device attesting to its age and multiple uses in the field. This lot was in the field for approximately 2 years 5 months. It is unknown how many times the device has been used. The receiving inspection reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment this device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that while trialing with the tasp that the bottom piece broke. The surgery was completed with another device.